Manufacturer narrative:
While the event meets the criteria for patient involvement and require medical monitoring, the clinical outcome is attributable to mechanical compromise of the optical fiber due to improper handling. Based on the event description and technical experience with similar dynamics, the occurence is consistent with a violation of the fiber's minimum bending radius or an accidental breach of the protective cladding. Such mechanical stress likely created a localized fracture point; the subsequent leakage of optical energy at this site resulted in a thermal hot spot, leading to the overheating and ignition (flame) of the outer jacket at the point of the crack. Crucially, this conclusion is supported by the fact that the failure was triggered by an external event during use rather than a pre-existing structural of material flaw. Therefore, the event is considered a deviation from the handling precautions outlined in the instructions for use (IFU). Consequently, the device's safety profile remains unchanged, no systemic device failure was identified, and no further corrective actions are planned.

Event description:
At the end of the procedure, the surgical field caught fire on the laser fibre side (checked before the procedure).